Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a procedure, the viewing station of the imaging system displayed a "mvs cord error" when attempting to perform a 3d image acquisition. It was noted that the site could perform 2d image acquisitions. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was no known impact on patient outcome. No additional information was provided.